Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Post-paced t-wave oversensing was noted on the ventricular lead. The patient did not receive therapy during the oversensing. Oversensing was noted on a stored egm. Programming changes and dft will be discussed with the physician. The patient was in good condition.